Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during the operation with dr (B)(6). On (B)(6) 2023, a piece of the self-tapping screwdriver became detached. The piece was recovered by the operating assistant" there was a 15 minute surgical delay.

Event description:
As reported, "during the operation with dr (B)(6) , a piece of the self-tapping screwdriver became detached. The piece was recovered by the operating assistant". There was a 15 minute surgical delay.

Manufacturer narrative:
Please note corrections to section h6 (device code). The reported event could be confirmed since the device was returned and matches the alleged failure. The device inspection revealed the following: the received screwdriver was visually checked, and the movable blade of the screwdriver found broken. Also, severe usage marks observed near the tip area on shaft. The breakage surface shows the characteristics of a brittle failure, due to a bending overload. Sleeve of the screwdriver is laser-marked with the statement ¿do not lever¿ to avoid bending of the screwdriver. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be a user related issue as the breakage was caused due to bending overload. If more information is provided, the case will be reassessed.